Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe alrg sftygld 1ml w/ndl 26x3/8 ib came with a mix of product types in a pack. The following information was provided by the initial reporter: material no: 305951 batch no: 0141098. It was reported we are still finding the insulin syringes in sterile boxes daily. Verbatim: we opened the boxes on 1/15/2021. We are still finding the insulin syringes in sterile boxes daily. No one was injured. I had to throw away some of the needles as we had contaminated the needles with serum.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0141098. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Event description:
It was reported that syringe alrg sftygld 1ml w/ndl 26x3/8 ib came with a mix of product types in a pack. The following information was provided by the initial reporter: material no: 305951. Batch no: 0141098. It was reported we are still finding the insulin syringes in sterile boxes daily. Verbatim: we opened the boxes on 1/15/21. We are still finding the insulin syringes in sterile boxes daily. No one was injured. I had to throw away some of the needles as we had contaminated the needles with serum.